Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was about to be used on a prolapse surgery with vaginal mesh procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the dart was missing from the device. The procedure was completed with another uphold¿ lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The investigation concluded that the most probable cause for this event is supplier manufacturing process design, and not manufacturing process design as previously reported, because the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was about to be used on a prolapse surgery with vaginal mesh procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the dart was missing from the device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold lite with capio slim revealed that the suture on the blue with white stripe dilator was broken. The remainder of the suture with the dart was not returned. The suture on the blue dilator was also cut and the remainder of the suture with the dart was also not returned. The user most likely cut the suture on the blue dilator to facilitate removal. The dilators appeared melted indicating that the customer may have autoclaved the device to sterilize it prior to return. There were tool marks on both dilator most likely caused during removal of the device. Analysis revealed no damage to the capio slim suture capturing device. There was debris inside the cage indicating that the device was used. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for this event is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was about to be used on a prolapse surgery with vaginal mesh procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the dart was missing from the device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.